Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. The caller was treated with vitamin k based on the device result. No adverse event reported. Requested return of suspect system.